Event description:
The account alleged that the brake caster came off the bed. No pt impact.

Manufacturer narrative:
The account stated the brake caster came off due to loose brake caster screws. The account replaced the brake caster and tightened all brake caster screws to resolve the issue.